Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening on valve, opening on posterior, crease fold. Leak test and microscopic analysis was performed which identified crack opening, striated opening, delamination of valve (<75% partial separation). Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a delamination partial of the valve (adhesive failure), and a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a left side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.